Event description:
It was reported that during the coil embolization procedure with a double catheter technique, the physician placed two coils into the aneurysm and attempted to detach the coil with the detachment system. However, one of the coils was detached into the aneurysm, but the detachment system was not able to detect the subject coil delivery wire and could not be detached into the aneurysm. The physician replaced the detachment system with another one and attempted to detach the subject coil, but still, the issue remains. On withdrawing the subject coil from the patient's anatomy, resistance was felt inside the microcatheter due to this the subject coil was prematurely detached inside the microcatheter. Further, the physician pushed the subject coil into the aneurysm by the delivery wire. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. No visual or functional inspection was performed due to product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer was after the subject coil was placed it failed to detach, the coil was then retracted from the catheter but due to resistance encountered the coil prematurely detached inside the catheter. In the follow-up gfe questions it was reported that the device was prepared as per the dfu, that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient, and that continuous flush was set up and maintained during the procedure. While there are a number of potential causes for the as reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during the coil embolization procedure with a double catheter technique, the physician placed two coils into the aneurysm and attempted to detach the coil with the detachment system. However, one of the coils was detached into the aneurysm, but the detachment system was not able to detect the subject coil delivery wire and could not be detached into the aneurysm. The physician replaced the detachment system with another one and attempted to detach the subject coil, but still, the issue remains. On withdrawing the subject coil from the patient's anatomy, resistance was felt inside the microcatheter due to this the subject coil was prematurely detached inside the microcatheter. Further, the physician pushed the subject coil into the aneurysm by the delivery wire. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.